Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back regarding ongoing therapy concerns, stating that therapy is not helping their bladder control as well as they had hoped. We reviewed how to increase amplitude until patient felt comfortable with the stimulation sensation. Patient will monitor symptoms. Reviewed theory and use of programs if not resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they thought they needed an adjustment. It was not working as they had hoped and it had gotten worse. Patient said they had been dry at night for like a month and then all of a sudden they started leaking leaking leaking. Reviewed therapy optimization information, control equipment general use, and function. Recommended they keep a symptom diary to track their results. Redirected to the patient to their doctor. During the call patient chose to and was successful to synch with their implant, change programs and increase stim to a comfortable setting. Patient will maintain stimulation level and continue to track symptoms.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.